Event description:
Hand-piece was running hot and burned a pt lip. Sectioning tooth lower left quadrant. The lip was burned and blister formed by end of surgery, the size was of a dime. The office treated with bacitracin ointment and gave pt some to take home, the office is checking with pt to see how they are healing and dr doesn't know if there will be permanent scarring.